Manufacturer narrative:
The technician isolated the issue to the hydraulic valves. He replaced the hydraulic valves to repair the bed.

Event description:
Information received indicates the bed is drifting slowly into the trendelenburg position.